Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Complications post mesh placement: per reporter outcomes alleged attributed to the device includes ¿pain, erosion, extrusion, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced pain, erosion, extrusion, unspecified urinary problems, recurrence, bleeding (blood loss), dyspareunia, and vaginal scarring.